Event description:
It was reported that patient experienced a lack of therapeutic effect. Physician planned to revise the catheter and advance a new catheter higher. It was later reported that the physician replaced the spinal segment of catheter and was able to get it higher to t11 without any complications. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Concomitant medical products: catheter model 8731sc, serial# unk, implanted: unk, explanted: unk; catheter model 8709sc, serial# unk, implanted: unk, explanted: unk.

Event description:
Additional information: the hcp replaced the distal part of the catheter with no complications. They were trying to make the patient "more comfortable by moving catheter". A few weeks later the patient passed away. It was noted that the patient was "really sick prior to the revision, and she had been in the ICU". It was indicated that "it had nothing to do with the pump". The pump was also delivering bupivacaine.

Manufacturer narrative:
The date of death was unknown. Catheter model# 8731sc (B)(4) implanted: 2011-(B)(6) explanted: unk; catheter model# 8709sc (B)(4) implanted: 2011-(B)(6) explanted:unk. The initial MDR was filed as manufacturer's report # 3007566237-2012-00244. Additional review indicated the correct manufacturing site was site # 3004209178.